Event description:
Customer reported she was admitted as an inpatient for medical treatment due to low blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.